Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula unsure properly inserted and bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505.005.b1. Hardware: pixel 7. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The customer did not feel the cannula was fully inserted. Upon removal of the pod, the cannula was found to be bent. There was a little bit of blood around the pod site also..

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no damages or defects that would result in the device failing to insert the cannula properly. The exact cause of the reported unsure properly inserted cannula could not be determined. Blood was observed on the adhesive pad. No damages or defects were found that would contribute to the observed bleeding. The exact cause of the bleeding could not be determined. The soft cannula was found to not be bent, kinked, or damaged. The download data does not contain any timeouts, drive stalls, or pulse width increases that would indicate a struggle to deliver insulin.